Event description:
On several occassions over the past several weeks, nursery staff have noted that the supply bag on this 1/2 liter owens-brigam hyperinflation set does not refill adequately when used in conjuction with oxygen/suction systems on radiant warmer/infant intensive care systems, and the suction is turned on in addition to the oxygen supply. Note that, with these systems, oxygen must be on for suction to work. Although this particular hyperinflation set has been used for some time, staff indicated that there was some modification to the set that seemed to roughly coincide with the onset of this problem. While this is a performance issue, there were no adverse outcomes associated with the problem. Staff were able to compensate adequately. In evaluating the situation, hosp staff noted that: 1. Problem occurred regardless of the model/type of warmer/care center used. 2. Problem did not occur when suction was turned off. 3. Problem did not occur when a competing brand of hyperinflation set was used. 4. Problem did not occur when the oxygen supply tubing from the competing brand was used instead of the one supplied with this hyper-inflation set. Conclusion: the oxygen supply tubing currently supplied with the owens. Brigam unit is the cause of the problem. Staff also noted that this peice of the unit seems to change at times. Sometimes being clear and sometimes green in color. Discussion with the co, in attempting to resolve this problem, indicated that the device should not be used with radiant warmer/care center units. There is no such warning on the product label nor any indication of a problem using the product in this type of setup, where the oxygen supply is also essential to suction operation.